Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: during manufacturing of material 221870, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0268596 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on this batch for contamination from another customer. It is noted that this customer has another complaint on this batch for a different defect (complaint (B)(4), broken plates). Retention samples from batch 0268596 were not available for inspection. Two photos were received in lieu of returns for investigation. Both photos are similar; each shows the agar surface of a plate from batch 0268596 (time stamp 1024) with surface microbial growth. It is noted that batch 0268596 expired on 2021-02-10 and this complaint was taken no february 25, 2021. Bd makes no claims on expired product. However, it is indicated by the customer that contamination was observed when removed from packaging. Though not clearly indicated, it is presumed that the observation was made prior to product expiration. This complaint can be confirmed by the photos provided. Bd will continue to trend complaints for contamination. Based on the low defect rate for the batch in question, no actions are planned at this time.

Event description:
It was reported that plates were contaminated with bd bbl¿ seven h11 agar deep fill. The following information was provided by the initial reporter: "a couple of contaminated 7h11 plates were found by customer upon removal from package."